Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads exhibited intermittent noise with oversensing following a recent device change out procedure. Some events showed rv pacing inhibition greater than two seconds, however the patient was not pacer dependent and intrinsic r-waves were observed throughout the noise. Technical services (ts) reviewed troubleshooting options and possible causes. It was noted that the leads were implanted in 2008, which and these observations may be indicative of developing lead integrity concerns. The ra and rv leads remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads exhibited intermittent noise with oversensing following a recent device changeout procedure. Some events showed rv pacing inhibition greater than two seconds, however the patient was not pacer dependent and intrinsic r-waves were observed throughout the noise. Technical services (ts) reviewed troubleshooting options and possible causes. It was noted that the leads were implanted in 2008, which and these observations may be indicative of developing lead integrity concerns. The ra and rv leads remains in service. No adverse patient effects were reported. Additional information received reported that the right atrial (ra) and right ventricular (rv) lead were explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, it was noted that the lead was severed approximately 93 millimeters (mm) and 242 mm from the terminal end. Three segments were returned with a total length of 490 mm, with some portions of the lead missing. The coils and insulation had been cut with a tool, which suggests this was induced damage upon explant. Visual inspection also revealed other lead damage consistent with the explant procedure as well as a cracked ID tag. The ID tag was cracked in two places, which was consistent with overstress potentially caused by bending the terminal leg over the ID tag area due to movement within the device pocket. Continuity testing and x-rays confirmed all three segments were electrically continuous. Insulation damaged was noted 180-190 mm from the terminal end, and appeared consistent with lead-on-lead abrasion.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads exhibited intermittent noise with oversensing following a recent device change out procedure. Some events showed rv pacing inhibition greater than two seconds, however the patient was not pacer dependent and intrinsic r-waves were observed throughout the noise. Technical services (ts) reviewed troubleshooting options and possible causes. It was noted that the leads were implanted in 2008, which and these observations may be indicative of developing lead integrity concerns. The ra and rv leads remains in service. No adverse patient effects were reported. Additional information received reported that the right atrial (ra) and right ventricular (rv) lead were explanted and returned for analysis. No additional adverse patient effects were reported.